Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodged from the septum to right atrium, confirmed by x-ray. Lead explanted and a new lead implanted. No x-ray available.